Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels in the ¿high 40s¿ mg/dl. Reportedly, a neighbor assisted the customer in treating bg level by providing juice and a sandwich for consumption. The customer alleged that the pump delivered too much insulin; however, upon review of pump data, tandem customer technical support (cts) found that the pump was not in use from (B)(6) 2021 to (B)(6) 2021. Multiple contact attempts were made by cts to obtain clarification regarding the allegation; however, the customer did not respond.